Event description:
It was reported to covidien on (B)(6) /2013 that a customer had an issue with an electrode. The customer reports this electrode is not recognizing their qrs and cannot do synchronized cardio-versions. The customer further reports the first set of pads had no energy delivered to the pt. They were removed and replaced with another set, and the second set did have energy deliver to the pt.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.